Manufacturer narrative:
The drill attachment was returned to the manufacturer and the complaint was confirmed. A visual examination of the drill confirmed that a broken bur shaft was lodged in the drill attachment. The root cause investigation is still ongoing. A follow-up report will be submitted if the investigation results require.

Event description:
It was reported that during a lumbar spinal procedure, a bur broke off in the drill attachment. No device fragments fell into the surgical site. Backup equipment was used to successfully complete the procedure, without causing a clinically significant delay. There was no patient or user injury reported, and no adverse consequences were alleged with this event.